Event description:
Device malfunction: difficult to remove; time of malfunction: during closure procedure; symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, attempted common femoral arteriotomy closure after a diagnostic procedure. The device was difficult to remove but it was ultimately removed manually using force. Hemostasis was achieved with manual compression. There was no adverse patient sequela. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.